Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. (B)(4). Contract MFR. (B)(4). Contract MFR. (B)(4).

Event description:
The consumer stated that he pulled the round brush head from his mouth which had separated from the rest of the head. He further stated that he could have easily swallowed the head or choked on the head if not for the thickness of the paste.